Event description:
It was reported that the patient saw a manufacturer representative for a reprogramming. A bipole was programmed on the electrode and the patient immediately had rib, belly, and chest stimulation. An x-ray was obtained and the lead looked to be in the right location; midline at t8-t9. However, when the lead was looked at laterally it looked ¿wavy.¿ it was unclear what was causing this ¿wavy¿ look. The patient turned their stimulation off for two weeks. At a follow-up appointment on (B)(6) the patient was still feeling stimulation in their rib, belly, and chest. The patient decided to have their system removed. The explant was scheduled for (B)(6). The patient status at the time of the report was ¿alive ¿ no injury.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported that everything was explanted. No patient outcome reported. If additional information is received a follow-up report will be sent.